Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (approximately 50-70 mg/dl). Reportedly, the pump carbohydrate ratio needed to be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. At the time of the report, customer's bg level was 425 mg/dl.